Manufacturer narrative:
The thermal damage to the right iui assembly board could have been caused by an iui that shorted out. The pcu s/n (B)(4) has a manufacture date of 27 january 2010 but the male iui has a manufacture date october 2018. Probable that a bio med tech installed this newer male iui. The last programmed infusion occurred on (B)(6) 2018. Since then, users have been logging in and attempting to reprogram pump modules. In the pcu error log, error code 120.4610 error was logged 27 times between the dates of (B)(6) 2018 and (B)(6) 2019. The last activity occurred on (B)(6) 2019, where the pcu was placed into maintenance mode for battery conditioning. Customer states that their facility administration has instructed them to use third party batteries. This pcu was returned with no battery installed. Third party batteries may have voltage /capacity characteristics which are inconsistent with bd supplied batteries. The use of a third party battery could have contributed to the thermal damage to the q19 and r4 transistors. However, unable to confirm that theory during this investigation. Testing of the pcu device with a known good in-house power supply board assembly and bd supplied battery resulted in no re-occurrences of the noted error codes and no thermal damage to the component q19 and r4. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported they received a "error code 133.6080 came up, reset unit. Error code 120.4610 then came up. While battery optimization was being performed the watchdog alarm sounded. Smelled like something burned." There was no patient involvement.